Manufacturer narrative:
(B)(4). Batch # t93y10. Investigation summary: the analysis results confirmed that the pouch device was returned fully deployed and with the suture torn. A sample bag was returned loose. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembling of the device, no anomalies were noted with the internal components. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag, with specimen, through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, and during the removal of the specimen, the pouch was pulled up through a 10/12mm trocar site and the pouch broke. They opened another pouch and put the gallbladder in it to successfully remove the specimen. The procedure was delayed by an undetermined amount of time but procedure was completed without any patient consequences reported.